Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a bowel procedure, the stapler did not fire during use on deep bowel. Open staples were removed from the operative site and bowel was hand sewed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Corrected data: please void as duplicate submission of (B)(4) - MFR report # 3005075853-2019-19069.